Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient to have glare, halos, and blurry night vision. The lens was exchanged for another model. The device was not returned for evaluation.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The product was returned and damaged was observed. The lens was returned in a container with a lid floating in a clear watery fluid that inside two biohazard bags. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for glare; halos, or blurry decreased vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: 2015-136766

Manufacturer narrative:
(B)(4).